Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the buttons on the insulin pump's keypad were unresponsive during a bolus attempt. Customer reported that the numbers on the display screen were ramping. Blood glucose level was 128 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error. No further information was provided.